Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise oversensing and pacing inhibition. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise oversensing and pacing inhibition. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.